Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2014. According to the complainant, during unpacking, the physician noticed that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the physician noticed that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.